Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the highly calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.